Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the indicator clip in the first position of the channel. The sample appears used as there is biological material present on the device. A buildup of biological material was found in both jaws. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The indicator clip fired indicating that there were no clips remaining in the device. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The sample was disassembled to inspect the internal components. The proximal end of the feeder was bent. Although no clips were returned, there was a buildup of biological material in the jaws. The buildup of biological material could prevent the clips from loading properly. There were no functional issues found with the device. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. Upon functional inspection, the indicator clip fired indicating that there were no clips remaining in the device. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were returned, there was a buildup of biological material in the jaws. The buildup of biological material could prevent the clips from loading properly. There were no functional issues found with the device. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event.

Event description:
It was reported that during a laparoscopic colectomy, the first clip did not come out to the jaws smoothly at loading. The user managed to load it, however, it did not open in the abdominal cavity so that the device was replaced with a new one. The same issue occurred to the replaced one. The operation was completed with the third device. No clip fell in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800543 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic colectomy, the first clip did not come out to the jaws smoothly at loading. The user managed to load it, however, it did not open in the abdominal cavity so that the device was replaced with a new one. The same issue occurred to the replaced one. The operation was completed with the third device. No clip fell in the patient.